Event description:
It was reported that during the implant procedure of this right ventricular (rv) lead, there were high pacing thresholds, and the parameters were not optimal. The physician repositioned the lead multiple times and there were helix extension difficulties. In addition, there were explanting difficulties, therefore the physician cut the lead. The physician decided to complete the procedure with another rv lead. No adverse patient effects were reported. This rv lead was already returned to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Lead returned in two segments; the tip segment was not returned. It was noted that there was a deformed coil along with cuts in insulation, likely related to explant damage. Testing was completed to assess lead electrical performance and inner insulation integrity on the segment of the lead returned. Measurements were within normal limits. Helix mechanism test could not be performed due to the helix not being returned. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult/unable to extend/retract helix was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. This product is not approved in the united stated; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This product is not approved in the united stated; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during the implant procedure of this right ventricular (rv) lead, there were high pacing thresholds, and the parameters were not optimal. The physician repositioned the lead multiple times and there were helix extension difficulties. In addition, there were explanting difficulties, therefore the physician cut the lead. The physician decided to complete the procedure with another rv lead. No adverse patient effects were reported. This rv lead was already returned to boston scientific.